Event description:
It was reported that at the beginning of a laryngeal procedure using the coblator ii system, the pinch valve on the flow control began opening and closing rapidly. The surgeon opted to use a competitor's laser to complete the procedure. There was no significant delay or any pt complications reported as a result of this event.